Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed for all devices associated with this event and no nonconformities were found.

Event description:
During a post-op follow up, it was reported to nevro that a patient had acquired an infection. The patient was hospitalized and was provided IV antibiotics. The device was not explanted. Recent report indicated that the wound site was healing and therapy has been activated. The patient is currently working through therapy optimization.